Event description:
It was reported "that the simple connect was zero prior to insertion with all green ticks. Once it was transferred to ICU the iab ap zero icon was red. This could manually be zeroed. Replicated this process off ac power, fos tester would not zero and no green ticks. Then there was a system error 8". Additional information sates the iabp console was swapped to continue therapy. No patient injury or consequence reported. Additional information received from the customer states that the patients current condition is "fine".

Manufacturer narrative:
(B)(4). Additional information received from the customer states that the patients current condition is "fine". No iabp part was returned to teleflex chelmsford for investigation. The customer pictures, the pictures show the guideline to how to check the fos status. The reported complaint of "system error 8" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "that the simpleconnect was zero prior to insertion with all green ticks. Once it was transferred to ICU the iab ap zero icon was red. This could manually be zeroed. Replicated this process off ac power, fos tester would not zero and no green ticks. Then there was a system error 8". Additional information sates the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is unknown.